Event description:
As per reporter, during treatment for femur lengthening, the fitbone nail stopped lengthening. As per reporter the patient will undergo a revision procedure. Further information received: as per the reporter during a revision surgery on (B)(6) 2025, the nail was replaced with another nail.

Manufacturer narrative:
Device involved in this event has been returned for investigation. The technical analysis is currently on going. As soon as it is completed a follow up report will be submitted.

Event description:
As per reporter, during treatment for femur lengthening, the fitbone nail stopped lengthening. As per reporter the patient will undergo a revision procedure.

Manufacturer narrative:
Device involved in this event has not been returned for investigation, but it has been requested to return. If the device is returned an investigation will be completed and a follow up report will be submitted.

Event description:
As per reporter, during treatment for femur lengthening, the fitbone nail stopped lengthening. As per reporter the patient will undergo a revision procedure. Further information received: as per the reporter during a revision surgery on (B)(6) 2025, the nail was replaced with another nail.

Manufacturer narrative:
The unit was returned with the receiver, and dimensional verification confirmed that the maximum achieved lengthening was 4.5 mm over a period of approximately one month. During functional testing, the alleged event was confirmed. Although the motor functional parameters (including no-load current consumption) were within the specified limits, no lengthening movement could be observed. Further sectioning of the nail was performed before the motor-lead screw interface, revealing that the seeger was disengaged. This condition resulted in a loss of mechanical engagement between the motor and the lead screw assembly, preventing the lead screw from advancing and consequently inhibiting the lengthening mechanism. A review of the manufacturing records confirmed that the devices were released as conforming to all applicable specifications.